Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose was unknown. Customer also reported that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Troubleshooting was declined for high blood glucose and troubleshooting was performed for under delivery. Customer stated that battery cap was damaged and belt clip was broken. The insulin pump will not be returned for analysis. Unomed-set.